Event description:
Reportedly, the backlight of the programmer screen intermittently does not light. It is thus impossible to see anything on the screen.

Event description:
Reportedly, the backlight of the programmer screen intermittently does not light. It is thus impossible to see anything on the screen.